Event description:
It was reported that the patients ipg was old and near end of life. It was also stated that the ipg was taking longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.